Event description:
It was reported that the lift was drifting. Customer did not know if there was pt involvement; however, no adverse events were reported.

Manufacturer narrative:
Result: lift motor. Conclusion code: replacement parts will be sent to the customer.